Manufacturer narrative:
The following fields were updated due to additional information: the information for the additional medical device type is as follows: d.2b. Medical device type:jka the information for the additional common device name is as follows: d.2a. Common device name: blood specimen collection device d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-dec-2025. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k243207. Investigation summary bd received 10 samples and 1 photo for investigation. The customer-provided photo displays the device packaging but does not show the reported defect. Upon inspection, the 10 returned samples were evaluated for hub/collar separation and defective locking mechanism. All samples passed testing, as the safety shields were activated properly with no signs of damage or device separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from an unspecified number of units. No adverse impact was reported regarding the patient or user.